Event description:
Problems started with the cgms sensors when I started to use a batch of sensors sent by medtronic as replacement for probably defective sensors that had been returned to them earlier. Three sensors, in my opinion, were bad. Instead of the usual 3 days it takes to use one sensor, I went through 3 sensors in one week. Medtronic reps kept telling me that the readings were ok, even when the sensors were reporting very low numbers. All of these are recorded on the data log that is produced by the insulin pump. One time when the actual bg was 55, the pump was displaying 192. I kept insisting that the sensors were a bad batch. Two of those three sensors have been sent to medtronic for eval. So far nothing has been reported by them. In response to my first complaint one replacement was sent. I have been on this pump for several years and am quite proficient in its use. I follow the instructions carefully when calibrating. At least three times a day when the sugar levels are flat. Over the years, I have learned to use it wisely and maintain the hba1c levels in the range of 5.5 to 6.0. Sometimes the sensors are responding the way they should and hence, this complaint to make them aware of the problems. Dates of use: (B)(6) 2012. Reason for use: used to sense conductivity of interstitial fluids. Event abated after use stopped or dose reduced?: yes. This product is used in conjunction with a transmitter that sends the data to the insulin pump wirelessly. All products are made by medtronic.